Event description:
4/14/93 early into treatment, after passing pre pressure tests, dialyzer cracked along a side seam causing apx. Blood loss of 100mls unable to return remainder of blood for total loss of apx. 350mls of blood. Pts. Hct pre was 36.5 hct next treatment was 33.0 with a weight gain of 2.4kg.. Patient was not symptomatic & required no transfusion.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.